Event description:
The user facility alleges they had several incidents of 02 line disconnecting. They had no samples or lot numbers for evaluation. They did send three unused samples of lot bn0375 for evaluation. There were no patient injuries reported.